Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 support experienced atrial fibrillation and ventricular tachycardia. It was confirmed that the pump was in the proper position. The patient was cardioverted. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The root cause of the arrhythmia and need for resuscitation was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.